Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The following MFR report number is related to this report: 1221359-2022-02731.

Event description:
The customer reported conflicting results for one patient who tested with two different lots of the ID now covid-19 assay performed on (B)(6) 2022 with a nasopharyngeal sample. This MFR report addresses lot/test one (1) of two (2). The first test generated a positive result. The second test generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation conclusion results were inadvertantly not included in the initial report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m185934 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m185934, test base part number 190-430 / lot m185934. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m185934 showed that the complaint rate is(B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m185934 showed that the complaint rate is(B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.